Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the patient alleges that he fell out of the chair because the chair stopped abruptly and he seen the chair showed 8 flashing lights.